Event description:
It was reported that catheter fracture occurred. The 75% stenosed, 32mm in length, 2.75mm in diameter target lesion was located in the moderately tortuous and mildly calcified left circumflex coronary (lcx) artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the catheter was fractured and image could not be shown. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the returned product revealed that there was a kink observed in the telescope assembly form femoral marker to proximal end and a kink was observed in the sheath assembly form femoral marker to proximal end. No other issues or detachments were observed along the catheter. The telescope assembly was able to properly pull back, advance, and retract. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that catheter fracture occurred. The 75% stenosed, 32mm in length, 2.75mm in diameter target lesion was located in the moderately tortuous and mildly calcified left circumflex coronary (lcx) artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the catheter was fractured and image could not be shown. The procedure was competed with another of the same device. No patient complications were reported.